Manufacturer narrative:
(B)(4). A photograph of the device and staple line was received. Based on the photographic evidence that the probable cause for the broken component and incomplete cut line, staple line and staple forms were the result of a tissue thickness to staple height selection of blue mis-match on the device.

Event description:
It was reported that during a laparoscopic right hemicolectomy procedure a newly opened device was used. There were two reloads used during the procedure and the surgeon selected blue reload for each firing. A "side-side anastomosis" of the colon and small bowel was first created. Surgeon waited 15 seconds before firing. First staple line was well-formed and intact. Surgeon applied for a second firing for transecting the colon and small bowel to complete the procedure. When surgeon fired, he felt stuck and extra force was applied. He kept increasing the force and finally the firing knob was broken the blade was stuck in the middle part of the stapler and some malformed staples were seen between the forks. Legs of the malformed staples were not closed nicely or even not close. Bleeding was not noticed at the area and the staple line. A competitor device was used to transect the tissue without any problem. No patient consequences reported.